Event description:
It was reported that during a thr procedure, handle broken. No delay. Backup device available. No injury or impact to patient reported yet.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the device did not broke over the patient incision or wound, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.